Event description:
On (B)(6) 2012 when replacing the device and upgrading to biventricular system, we noticed that the device had measured a low value of shock impedance. The lead was a riata of sjm and the physician decided to abandon it and put in a new lead. The physician was dr. (B)(6) in (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).